Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specifications is passed self-test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage was less than 3.7v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. The device was received with minor scratches on case, cracked select button keypad overlay, faded serial number label and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was 15.3mmol/l at the time of the incident. It was reported that power error detected alarm occurred again within a week of previous troubleshooting. No additional troubleshooting was performed and no indication that the issue was resolved. It was reported that the customer's father was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.